Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that inadvertent mishandling during removal from the packaging caused or contributed to the premature deployment. Without having the device to examine, a conclusive cause could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint and there have been no similar incidents for this lot reported. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process.

Event description:
It was reported that the xpert stent deployed after it was removed from the packaging, during prep. The device was not used on the patient. No additional information was provided.